Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had power failure and critical pump error. The customer¿s blood glucose level was unknown. Customer also reported that they were unable to clear alarm. Self test was not completed. Insulin pump will not be returned for analysis.